Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.